Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported post a trial procedure, the patient began experiencing a fever. During office visit it was observed the insertion site of the right lead was slightly red and there was drainage. Patient was admitted to the hospital where they were diagnosed with staph infection of the lumbar spine. The patient was prescribed IV antibiotics to treat the course of the infection. As a result, the infection is now resolved.